Event description:
A patient specific prescription form was received for the patient's right femur with notes "stem instability due to osteoporosis. The request is for new femoral stem only. Cemented or uncemented. Save femoral and tibial components)."

Manufacturer narrative:
Reported event: an event regarding patient factors / loosening involving a jts, distal femur, femoral stem was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted in 2019. The surgeon reported stem instability due to osteoporosis. The CT image provided shows radiolucent line between the femoral stem and bone indicating aseptic loosening of the stem and stem instability. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 12 sep 2019 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the x ray review concluded that the identified aseptic loosening and stem instability was caused by the reported osteoporosis. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific prescription form was received for the patient's right femur with notes "stem instability due to osteoporosis. The request is for new femoral stem only. Cemented or uncemented. Save femoral and tibial components)."